Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation: "broke in me", "pain", and "feeling a ball."

Event description:
Patient reported and unknown side "broke in me", "pain", and "feeling a ball." Device has been explanted.